Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Reportedly, the customer took no action to address bg level. The customer reported they would contact healthcare provider regarding an alternate form of insulin therapy.